Event description:
It was reported the customer had a battery out limit alarm on their insulin pump. Customer also stated their insulin pump had a blank display. The customer also reported a failed battery test alarm. Customer stated they had replaced the battery twice, but the alarm was recurring. The customer's blood glucose was 280 mg/dl. Troubleshooting also found a crack under the insulin pump, where the clip locks in. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit was received with currents in specifications. There was no unexpected failed battery or battery out limit. There was no blank display. The lcd board was ok. The unit had minor scratched lcd window, cracked case near display window corners, belt clip slot, reservoir tube lip.